Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided to bsc because it was not available from the healthcare facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a mild cerebellar infarction occurred. A pulse field ablation procedure was successfully performed using a faradrive steerable sheath and farawave catheter. The patient was discharged then reported dizziness occurred post procedure. A mild cerebellar infarction was identified and the patient is being monitored. The patient is reportedly in good health.